Event description:
It was reported that during the generator change, the outer insulation of both the right atrial (ra) and the right ventricular (rv)leads were accidently cut. The physician elected to not replace either lead and both leads were repaired using silicone adhesive and cap kit. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5554 implantable pacing lead 2003 (B)(6); (B)(4) implantable pacemaker 2003 (B)(6). (B)(4).